Manufacturer narrative:
(B)(4).

Event description:
The customer reported a probe leaked on the coulter lh 500 hematology analyzer instrument while running latron. The clear fluid leaked from the manual probe wash block and some fluid dripped onto the counter. The fluids associated with this event are: blood, diluent and clenz. The customer was wearing personal protective equipment (ppe) consisting of lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No discrepant patient results were generated and there were no patient consequences. The msds was not reviewed; however, the facility has an exposure control or risk management plan in place. On (B)(6) 2012 a field service engineer (fse) was on site and replaced leaking tubing though pinch valve (pv49), which resolved the leak issue. The fse performed incidental services; adjusted rinse block and reseated all surrounding tubing to ensure complete aspiration. The failure mode of the even was the tubing through pv49.